Event description:
The report from our affiliate indicated that the tips of the guidewires unraveled during an unknown procedure. There was no report of patient injury, and no indication that either of the wires fractured. Additional patient had procedural information has been requested, but has not yet been forthcoming. The products have been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.